Event description:
It was reported that during procedure, the patient's atrial lead exhibited high, out of range impedance. Physician used another lead to complete the procedure. No adverse consequences reported on the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.